Event description:
This is the first of two reports. The pressure pin did not stay when they were placing the skull clamp on the patient and it slipped. There was patient injury. Additional information has been requested.

Manufacturer narrative:
Integra completed their internal investigation on (B)(6) 2015: methods: evaluation of actual device. Device history record review. Complaint history review. Results: the complaint was not confirmed - no issues observed. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning was required. This device was manufactured on june 30th of 2005. There is no service history for this device. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2005 with no prior service history.